Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The technician observed the internal pressure tubing was connected incorrectly. The device's internal pressure tubing was reconnected to address the issue.